Event description:
It was reported that during a selenia dimensions procedure the c-arm was moving on its own. A field engineer examined the equipment and it was found that the right side of the switch bank didn't work. The switch bank assy was replaced, the system met the manufacturer´s specifications. No staff or patient injury reported. No other information available.

Manufacturer narrative:
Investigation performed as follows : the customer reported right switch stuck errors, carm 32:20, and uncommanded c-arm motion. The field engineer (fe) was dispatched to the customer site and replaced the control inserts to resolve the issue. A review of the complaint history showed this issue did not reoccur after the control insert switches were replaced. The control inserts were not returned for further investigation. The control inserts were 2618 days old at the time of replacement. Based on a review of the complaint, the likely cause of the uncommanded movement is due to natural wear and tear causing with the right control insert to stick. The control inserts were not returned therefore further investigation could not be performed. Due to the limited information provided and lack of part return, the root cause of the failure could not be determined. A risk assessment was performed and the occurrence calculation was 0.002 with a post control risk at severity = 1 (very low). Based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered low based on the occurrence. Future events will be monitored and trended. : a review of the device history for 81002166178 showed no additional complaints related to the c-arm control switches. The complaint review identified the failing control inserts were original to the system therefore, the DHR was reviewed. There were no discrepancies noted in the DHR. The c-arm control inserts were tested under tls-05676 with no issues noted. System product code: sdm-00001-3d. Serial number: (B)(6). System manufacture date: 2/11/2016. System installation date: 9/14/2016. Unique device identified (UDI): (B)(4).